Manufacturer narrative:
E1: patient city: (B)(6). Patient country: poland. Establishment name: (B)(6). Country: united states of america. (B)(6). Based on the available information, this event is deemed to be a serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 8021545.

Event description:
It is reported that the patient faced insulin flow blocked and site infection in the form of pus on (B)(6) 2026 which leads to high blood glucose and was treated by changing the infusion set and by bolus.